Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term outcomes of standard endovascular aneurysm repair in patients with severe neck angulation. Nelson f. G. Oliveira, frederico bastos gonçalves, sanne e. Hoeks, marie josee van rijn, klaas ultee, josé pedro pinto, sander ten raa, joost a. Van herwaarden, jean-paul p. M. De vries <(>&<)> j. M. Verhag. J vasc surg 2018 (68) issue 6 https://doi.org/10.1016/j.jvs.2018.03.427. Exact event date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted into patients for endovascular aneurysm repair between 2008 and 2009. It was noted by the journal articles authors that they regard patient factors rather than device related factors as being determinant of a higher risk of seal complications on the longer-term. The following events were reported: serious injury: rupture, aneurysm enlargement, infection, occlusion, secondary intervention.